Event description:
The pt underwent endovascular repair of aaa using the trivascular ovation prime abdominal stent graft system on (B)(6) 2013. After successful deployment of the aortic body graft, the physician cannulated what was believed to be the contralateral leg of the aortic body graft and deployed the contralateral iliac limb graft. Following deployment of the ipsilateral iliac limb graft, it was confirmed that both iliac limb grafts were inadvertently deployed into the ipsilateral leg of the aortic body graft. An iliac limb graft was then deployed into the contralateral leg of the aortic body graft and balloon-expandable stents were implanted in the ipsilateral side to open one of the ipsilateral iliac limb grafts and collapse the other iliac limb graft. The aneurysm was successfully excluded, with no further pt sequelae.